Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery. The 6.0mmx100mmx135cm armada 35 balloon dilatation catheter (bdc) was prepped before use with no issue or leak noted during preparation. The armada 35 bdc advanced to the target lesion without reported issue; however, the balloon ruptured at 10 atmospheres (atm) and the bdc was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A non-abbott bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.